Event description:
Physician had difficulty getting dreamtome down scope during ercp, the tip of the dreamtome curled up inside the biopsy cap and wound not go down the scope. Another dreamtome utilized without problem. While cleaning scope prior to reprocessing, the tech was not able to pass cleaning brush through channel, but was able to suction and flush water. Technician was able to pull out pieces of foam believed to come from inside biopsy cap. Device was discarded. Retrieved foam pieces are available for return to manufacturer. Manufacturer response for biliary biopsy cap and locking device, rx locking device an biopsy cap (per site reporter). Equipment failure reported to endosurgery complaints. Pieces of foam from rx locking device and biopsy cap returned to manufacturer.